Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-02406, 1627487-2013-02407 and 1627487-2013-02408. The patient has three leads from two separate lots. The patient received a letter regarding the charger swap program. It was reported the patient stopped using her scs system after she received a previous letter from sjm because she had experienced itching and pocket heating while charging. She stated she never received any burns and currently does not have stimulation. She also reported her stimulation was never effective and she wanted her system removed. No further information is available at this time. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported events was expected.